Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (nurse) for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (emergency service meter). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2015, 3am when the patient obtained an alleged inaccurate high blood glucose result of "120 and 80mg/dl" on the subject meter compared to "80 and 50mg/dl" on another meter, performed within 30 minutes of each other. Five minutes prior to obtaining these readings the reporter claimed that the patient had experienced symptoms of a "hypo". The reported claimed the patient was hospitalized and was treated with a drink of juice by a health care professional (hcp). The patient manages his diabetes with insulin (no adjustments). At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. However, the csr reported that the patient carried out the incorrect testing steps to obtain a blood glucose reading, the patient used the same blood sample to obtain the glucose results. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter result did not affect treatment options prior to or after the onset of these symptoms.